Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery also; e70 alarm was confirmed in the alarm history screen. The motor may have had an intermittent failure not detected during our testing; the motor was tested outside the device and passed. The insulin pump passed displacement, rewind, and basic occlusion tests. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that in the alarm history a motor position encoder error alarm was found. Customer's blood glucose level was 290 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.